Event description:
It was reported: 1) a patient reported to the hcp that his portable liquid oxygen device was leaking. 2) the patient was directed to return the device for a replacement. 3) the patient was driving to the hcp, when upon slowing for a traffic signal, his vehicle became engulfed in flames. 4) the patient perished in the fire.

Manufacturer narrative:
It is unknown at this time the exact model of the device involved. The device has not been returned for evaluation.